Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check patient line alarm, the registered nurse (rn) stated that they saw air in the patient line. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported condition. The technical service representative (tsr) assisted the rn in ending therapy and advised the rn to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.